Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. No intervention has been performed yet and the s-ICD remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. No intervention has been performed yet and the s-ICD remains implanted and in service. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This s-ICD was later explanted and returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.